Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost two years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for ventilation. Based on the data found, the root cause of the event cannot fully be determined. The device was switched off at the day of the event. The most probable root cause may be that there were residues of disinfectant in the oxygen inlet when the high-pressure oxygen hose was connected to the device. The mixture of oxygen and disinfectant combined with the high pressure finally caused the bang that caused the sealing rings to disintegrate, the check valve and mixing valve to rupture, and the silicone hose to detach from the mixing block. In consequence (correction), the mixer block, sensor board, magnetic valve, mixer valve and silicon hose were replaced. The device passed all the tests and calibrations. There was no patient or user harm reported.

Event description:
It has banged in the device and then hissed - no patient involved.